Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a motor error. He did not recall the blood glucose reading. The drive support cap appeared normal. The insulin pump was not exposed to a strong magnetic field. More than one motor error alarm was noted in the alarm history. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and no delivery test due to motor error alarm. No unexpected low battery alarm noted. However, the insulin pump passed the currents test, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at the display window corner and minor scratched display window.